Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician saw "irregularity" on some of the left ventricular lead and put a sleeve over the area. It was also noted that the lead was coiled tightly in that area. The lead is still in use. No patient complications have been reported as a result of this event.